Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Company representative reported via email that the customer was called and she stated her blood glucose level fluctuates from 30 to 1200 mg/dl. Customer stated that she has had 2 heart attacks, one in 01/2014 and the second one on (B)(6) 2015. She also reported that she had a diabetic ketoacidosis event on (B)(6) 2015 and another one the week prior to calling. Customer stated that her blood sugar was around 1200 mg/dl and as hospitalized for 6 days. Customer also suffers from gastroparesis, retinopathy, neuropathy and 40 percent kidney function. Attempts to contact the customer for further assistance were made but she could not be reached.